Event description:
Checked his blood sugar yesterday and his results were 359, 230 something, then 220 something. Today when he checked the results were 259, 230, 225. I asked when the items were purchased? He stated 6 months ago then changed his answer to 2 months. I explained if the strips were opened 90 days ago, they'll give high readings. He then stated they were opened 2 months ago. He said he only purchased the meter and strips. It didn't come with anything else.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request 6/8/2023.